Event description:
It was reported by the customer that after cleaning the devices black flakes/debris were coming out of the collet. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that after cleaning the devices black flakes/debris were coming out of the collet. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The reported event of the black debris coming out of the attachment was not duplicated; however, the manufacturer engineering technician did find signs of broken down lubrication and small amounts of driveshaft scoring upon disassembly.